Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Prior to the hospitalization, the customer experienced several no delivery alarms on the insulin pump. The customer changed the infusion set, but continued to get the no delivery alarms. Troubleshooting revealed that the customer had scar tissue in the insertion sites.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.